Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial report was incomplete. The complete information has been provided in b5 section of this report.

Event description:
It was reported that during troubleshooting, the insulin pump's time was found to be incorrect. Customer said there have been recent changes to insulin pump programming. During troubleshooting, insulin pump passed displacement test but had a hardware low level failure during a self-test and a lack of communication between the main arm and motor arm. Customer was able to clear the alarms and rewind the insulin pump. The insulin pump passed second self-test. The customer was treated with intravenous insulin drip during hospitalization.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 and still confined in the hospital's ward until now with blood glucose level was 600 mg/dl. Customer current blood glucose was 109 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin pump for high blood glucose, customer blood glucose will not go down after blousing multiple times from the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that last saturday afternoon (B)(6) 2021 his blood glucose went up to 739 mg/dl, customer tried to bolus using his insulin pump but his sugar was not going down so comes saturday night he was rushed to the hospital. Customer stated that insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm and able to complete rewind. Customer stated that displacement test and self-test done and test passed. Tried to self-test the pump and test failed. The insulin pump will not be returned for analysis.